Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears yellow. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 7643663 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was updated and completed. Device investigation summary: the analysis results show that the device appeared intact. Leak testing revealed there was a damage at the union between suture tab and shell of the implant. No other anomalies were observed. Microscopic examination of the edges of the damage was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation summary was updated: upon receipt by mentor, the device contained yellow fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. A manufacturing record evaluation (mre) of lot number 7643663 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a 750cc artoura breast tissue expander, experienced right side deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 750cc artoura breast tissue expander on (B)(6) 2019.